Event description:
It was reported that the patient's ipg had migrated and was causing rib pain. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated. The patient was doing well postoperatively. The explanted ipg will not be returned.